Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported device unable to power up which was not reproduced. Evaluation did, however, experience a 'system error 320', and found the upper latch switch to be failing, pointing to the possibility of the pump not turning on due to the pump's failure to recognize an open-door state. The cause was identified to be a failed upper auxiliary which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to power up. There was no patient involvement. No additional information is available.